Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: the pt was admitted to the hospital for a week. Also investigation revealed that pt did not change his strip code when testing was done.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. See scanned table. Test #1, 2 and 3 are within the confident limit as per internal procedure tr# 0150 rev.2. The product will not be investigated. Pt was hospitalized and further investigation revealed pt never changed strip code as per the strip user guide section "testing". This event is considered as an adverse event.